Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they are experiencing high blood glucose readings and have noticed a sound when taking more than six units. Customer's blood glucose reading at the time of the incident was 350 mg/dl. Customer has treated high blood glucose readings with a manual injection. Troubleshooting was performed and the drive support cap and all settings appeared to be normal. It was noted that the infusion set was bent in half. Customer also mentioned having high blood glucose readings of 500 mg/dl in the past.